Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of retropubic and anterior repair and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat urinary and fecal incontinence. The patient had mesh revision on (B)(6) 2010 due to pain. The patient continues to have pain, dyspareunia, bleeding, discharge, infections, and recurrence of urinary and fecal incontinence. (B)(4).